Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event. No pre-existing defect was found at the level of the breakage. The breakage is consistent with bone screws stressed by bending loads of high intensity, with metal fatigue damaging quickly followed by a breakage of the entire section. This is consistent with the breakage occurring 3 months post implantation. The imaging suggests no anterior element was supporting the anterior spine that would help reducing the loads applied on the posterior construct. Review of radiographic images show a fracture dislocation at t12-l1 treated by pedicle screw placement t12-l2. Failure of the construct with breakage of t12 pedicle screws and dislodging of rod from l2 resulting in recurrence of extreme kyphosis. Construct too short for 3 columns, unstabilizing. Initial postop films show residual dislocation of t12-l1.

Event description:
It was reported that the pt underwent fixation from t12-l2 because of a 4-month old fracture at l1 with paraparesis. Post-op, the pt¿s neurological symptoms became better and she had more power in both lower limbs. One and a half months post-op, the pt presented with recurrent backache. Images were taken and confirmed that there were broken screws. The pt underwent a revision surgery to remove the broken screws.